Manufacturer narrative:
The suspect power switching board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The suspect computer for the imaging system was returned to the manufacturer for evaluation. Testing found that the lan1 leds were not indicating communication was taking place. The computer was then installed to confirm bios settings and the computer would boot intermittently to a blue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the issue was resolved after rebooting the system. For further assurance, the medtronic representative replaced the standalone board, the image acquisition system (ias) computer, and the power switch board. The replaced parts were not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that system would not boot up. It was suspected that the issue was being caused by a faulty generator. No patient was present during the time of the reported incident.

Manufacturer narrative:
The first of 2 standalone xrelay boards was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The hardware investigation of the returned second of 2 standalone xrelay boards found that the reported event was related to an electrical issue. The board did not pass bench testing with both ac / dc voltages not present. 0 volts, and fans do not come on and no leds displayed. The relay passed and both returned fuses were good. The varistor measured open. The reported event was confirmed.